Event description:
It was reported that patient underwent revision surgery 4-month post-implantation due to recurrent dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, item# 00630505032, lot# 64893916. Modular neck g 12/14 neck taper use with +0 heads only, item# 00784802300, lot# 65251232. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on (B)(6) 2022. The patient experienced dislocations on (B)(6) 2022, and (B)(6) 2022, tying her shoes and reaching far. She stated she felt as if she hasn't been following full precautions since her surgery. A revision occurred on (B)(6) 2022, where tissue damage was found within the joint as well as scar tissue. Zimmer products were placed with no complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: severe left hip osteoarthritis pre-operatively. Anatomic alignment of the post-operative left hip arthroplasty. Elevated left acetabular cup lateral inclination. The root cause of the reported issue is attributed to the patient not following instructions and performing movements that resulted in dislocations. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.